Event description:
It was reported that the patient presented in-clinic with complaints of diaphragmatic stimulation. Lead dislodgement was observed via x-ray. Patient received inappropriate therapy due to oversensing of p-waves, prior to lead extraction. Both the atrial and ventricular leads were explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated but not yet begun.